Manufacturer narrative:
The product analysis indicates that the one-minute pre-repair temperature test results are as follows: 134f at the rear, 169f at the middle, 285f at the nose. The nose bearings were corroded. The nose cone was scratched. The cable was twisted and the motor was running rough. The nose bearings, nose cone, motor assembly and other small additional parts have been replaced. Preventive maintenance has been performed. The device was successfully tested to specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed.

Event description:
It was reported that the handpiece overheated. There was no patient or user impact.